Manufacturer narrative:
Unable to download pump to carelink pro properly. Carelink errored "the upload failed. Please contact medtronic customer support" during download, problem isolated to pcb 2. Insulin pump received with severely scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had unable to upload. The customer's blood glucose level was unknown. The insulin pump will be returned for analysis.